Event description:
It was further reported that the iliac vessel was the access site, not the target lesion site. The coronary lesion was not calcified, but the vessel was tortuous. The physician was unable to place a .038" wire, so he chose a pt2 as it has `more torque-ability'. He placed a diagnostic catheter over the .014" wire and inadvertently kinked the wire, but he was able to manuever the catheter to the desired location. After removing the wire, he saw that the wire had fractured at the location of the kind. He was able to successfully retrieve the fractured wire segment with a snare after upsizing the sheath to an 8f to accommodate the snare. The pt was asymptomatic during this event. The pt's current status is `good'.

Event description:
During a ptca treatment procedure, the pt2 light support, 300 cm, straight-tip guidewire fractured. The lesion being treated was located in the iliac artery. The physician was successful in snaring and successfully removing the detached segment from patient. The patient suffered no injury from the event.